Event description:
A malfunction was reported by the customer, but no specific code was noted. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.